Event description:
The nurse reported to our customer service that the bixcut drills have "weaved out".

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.